Manufacturer narrative:
The awareness date has been updated to reflect the date stryker became aware of the incident.

Event description:
The customer reported that a porter using electric trolley on north street when power failed (zoom disengaged during use) and the porter took all the weight of trolley and patient. Another porter assisted in the safe transfer of the patient. The incident caused porter a 2-3 month absence due to back pain. The porter has now returned to work on light duties and continues to receive physiotherapy.

Manufacturer narrative:
As investigation was completed. Device not made accessible by user facility.

Event description:
The customer reported that a porter using electric trolley on north street when power failed (zoom disengaged during use) and the porter took all the weight of trolley and patient. Another porter assisted in the safe transfer of the patient. The incident caused porter a 2-3 month absence due to back pain. The porter has now returned to work on light duties and continues to receive physiotherapy.

Event description:
The customer reported that a porter using electric trolley on (B)(6) when power failed (zoom disengaged during use) and the porter took all the weight of trolley and patient. Another porter assisted in the safe transfer of the patient. The incident caused porter a 2-3 month absence due to back pain. The porter has now returned to work on light duties and continues to receive physiotherapy.